Event description:
It was reported that revision was performed due to loosening.

Manufacturer narrative:
There was deformation at a screw hole in the shell, likely due to contact with the loose screw. The loose screw likely caused the deformation and fracture noted on the xlpe liner. Damage to the edge of the liner and the femoral head was likely due to dis-association of the femoral head from the liner, with the femoral head contacting the edge of the liner and the shell.